Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one x-port with 8f groshong catheter was returned for evaluation. Sample was received assembled, with catheter connected to port stem under cath-lock. Blood and residue were noted throughout the sample. No anomalies were noted to the catheter. The sample was not patent to infusion before or after decontamination. Therefore, the investigation is confirmed for the reported failure to infuse. As no damage was noted to the catheter, it is unlikely that catheter kinking or damage contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include catheter occlusion, port occlusion and thrombus formation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after two months of use the catheter was allegedly identified to be occluded. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that after two months of use the catheter was allegedly identified to be occluded. Reportedly, the device was removed. There was no reported patient injury.